Event description:
During treatment of an adult patient with the model 3100a neonatal/pediatric ventilator, operators reported that the ventilator feels hot and the ddi (piston centering) display is drifting to the right. The patient was placed on a rental 3100b adult ventilator when it arrived.